Manufacturer narrative:
Product was not returned to manufacturer for review/investigation. Based on the information available, it has been determined that the patient was non-complaint with the post-operative instructions and procedures which likely contributed to the event. The IFU states: "the patient should be informed about the importance of following the post-operative rehabilitation prescribed in order to fully understand the possible limitations in activities of daily living. The patient must be warned that failure to follow postoperative care instructions may cause the implant or treatment to fail." Failure to follow post-operative care can cause the treatment to fail.

Event description:
It was reported that the fracture displaced post-operatively. Implant was removed and replaced.